Event description:
While in the process of inserting a PICC, was unable to thread guidewire into the percutaneous needle. Pt had to be stuck a second time using another IV catheter to access vein. The manufacturer was notified of this event. Staff attempted to return the device to the manufacturer, but were advised by bard bd to discard as they are not taking any covid contaminated products. There have been two events with this device at this facility within one week.